Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. All three sensors passed per specification with accurate readings. All three cannulas had bent cannulas. It could not be confirmed that the customer received the sensors in said condition due to the sensor being returned opened and used.

Event description:
The customer's mother reported calibration error, bent sensor and lost sensor. Customer stated at the time of calibration error the blood glucose was at 40's and treated by drinking. Troubleshooting was done. Customer blood glucose was 193 mg/dl. Customer stated that they had 5 sensors and 3 sensors had issues. Advised the customer that 3 sensors would be replaced. No further information provided.